Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation; however, medical records were provided and reviewed. Therefore, the investigation is inconclusive for retrieval difficulties. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
A review of the reported information indicates that model md800f vena cava filter allegedly experienced difficult to remove. The information was received from a single source. This malfunction involved one patient with no patient consequences. A female patient weighs 69 kgs and age was not provided.